Event description:
Customer reported a rh discrepancy on the echo. A unit labeled b negative typed as b positive on the echo.

Manufacturer narrative:
Repeat testing generated the expected results. No further unexpected positive reactions have been reported; the instrument is operating as expected. The customer did not return product or sample. Contamination in the vial of anti-d series 4 could not be ruled out. .